Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed that the larger balseal spring component was missing. The spring component was not returned. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the facility stated that when instrument came out of the wash that the bushing was missing 25450050.